Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Blood glucose (bg) ranged from 250-500 mg/dl. Reportedly, the customer changed the supplies multiple times to address the event. Additionally, it was reported that multiple minimum fill messages occurred after the cartridges were filled with 200 units. Reportedly, the customer did not know the bg value for the minimum fill events. The customer continued to use the pump for insulin therapy and reported having insulin injections as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been performed and the alleged issue (occlusion alarm) was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned. The alleged malfunction (minimum fill message) could not be verified.